Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss313) was not returned for investigation. Therefore, visual evaluation could not be performed. A retaining screw was returned but there were no allegations against it. This investigation was performed only on the implant using applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the device was not returned. Device history record (DHR) review could not be performed since the lot number was unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (oss313) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified as the product was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant fracture at tooth site 36. While trying to re-tighten the crown, doctor noticed that implants hex was fractured. Implant's crown will be removed and implant will not be removed for now due to patient's health issues.